Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, two openings curved on the posterior and the weight the device within specification. A microscopic analysis was performed which identified: four striated openings and wear abrasion. Based on the device analysis the final assessment is: four striated openings due to surgical damage consist in the use of some surgical tool.

Event description:
Healthcare professional reported a right side capsular contracture baker grade unknown. Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation was/is capsular contracture baker grade unknown.

Event description:
Healthcare professional reported a right side capsular contracture baker grade unknown. Device has been explanted.